Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4)

Event description:
Potential bpd reportability. Customer requested packed cells, negative for anti-e, from the reference lab (B)(4). At reception, customer did routine testing on the packcells and found that anti-e was 3+ positive with another manufacturer's anti-e reagent. Customer re-tested with a lot of ortho anti-e reagent, and got a negative reaction (header # (B)(6) was created for this lot). Customer re-tested again with ortho anti-e reagent, lot seb393a and got a very weak reaction under the microscope. She did a rerun with this same lot seb393a and got a negative reaction. Then customer advised the (B)(4) reference lab (B)(4). The reference lab is using ortho anti-e reagent for their testing. Once they got this information, reference lab (B)(4) did a genotyping on the packed cells and they got a positive anti-e. They informed the customer that from now, the donor will be considered as a e+e+. The donor packed cells were not transfused ; no harm came to the patient. Customer qc on anti-e reagent was adequate; customer uses homozygote and heterozygote cells and the reaction grade are adequate, at 3+. Every time they run a patient sample, customer is doing a positive control (cell e+e+) and a negative control (cell e-) and no issue reported with the qc. Issue started on: (B)(6) 2016. Frequency: once. Methodology used: tube. Reaction grade obtained: neg. Customer was expecting: pos. Test repeated: yes. Result obtained by repeating: pos. Method used to repeat: biorad anti-e reagent and genotyping at reference lab (B)(4). Customer is not using ortho anti-e reagent as their primary reagent; they are using the biorad anti-e reagent as their routine reagent and the ortho reagent is their 2nd source. Customer informed ortho lab specialist that the reference lab (B)(4) will contact ortho concerning this issue. Informed customer that this event will be investigated.